Event description:
It was reported that during a laparoscopic jejunostomy procedure, the device did not fire properly. The device fired but the reload did not form staples. It is unknown how the case was completed. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.